Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. The physician stated that the right ventricular lead had dislodged due to arm movements. Lead revision was not performed due to the patients age. The lead was reprogrammed. There were no adverse consequences to the patient.